Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number mw5178967 on (B)(6) 2025. The current complaint database has been researched for this event and there were no findings. The report was found to be written against a 60-6085-200a, small, uterine manipulator, vaginal, device. The date of the procedure was (B)(6) 2025. The report states, ¿uterine manipulator broke during surgical procedure.¿ further assessment was conducted and the reported advised on (B)(6) 2025 that ¿the handle dislodged from the over sheath with balloon component.¿ the device components that had fallen into the patient were removed by hand. There was no report of injury, medical intervention, or hospitalization for the patient due to the incident. The procedure was completed without any reported delay. The patient status is reported as ¿discharged home¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device 60-6085-200a found that the device did break into several pieces. The uterine balloon, the vaginal cone and the cervical cup all detached from the vcare tube. Visual examination was done with the help of print 17691 rev ac. The root cause cannot be determined, however, based upon evaluation, photos, and the risk document, the likely cause of this event was excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 69 complaints, regarding 72 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not use excessive force upon device removal to avoid traumatizing the vaginal canal. Upon removing the vcare, the surgeon should visually inspect the vcare device and the patient to ensure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 6 forward components to the vcare cervical elevator retractor. 1) intrauterine balloon 2) cervical cup 3) vaginal cup 4) locking assembly 5) thumbscrew 6) heat shrink. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number: mw5178967 on 4dec2025. The current complaint database has been researched for this event and there were no findings. The report was found to be written against a 60-6085-200a, small, uterine manipulator, vaginal, device. The date of the procedure was on (B)(6) 2025. The report states, ¿uterine manipulator broke during surgical procedure.¿ further assessment was conducted and the reported advised on (B)(6) 2025 that ¿the handle dislodged from the over sheath with balloon component.¿ the device components that had fallen into the patient were removed by hand. There was no report of injury, medical intervention, or hospitalization for the patient due to the incident. The procedure was completed without any reported delay. The patient status is reported as ¿discharged home¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.